Event description:
The facility reported an infuso.r. Pump with "inclusion alarm is going off". It is unknown when this condition occurred. However, it is known to have occurred in the operating room. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with a malfunction of 'inclusion alarm is going off' was not confirmed during device evaluation. However, the micro-processor unit printed circuit board was replaced as a precaution and may have caused a false occlusion alarm to occur. Quality engineering presumed the cause of the micro-processor unit printed circuit board needing to be replaced as a faulty micro-processor unit printed circuit board. The micro-processor unit printed circuit board was replaced to resolve the problem.